Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that patient experienced high blood glucose on (B)(6) 2026.the event lasted for 3-4 hours and was treated with insulin intake. No further information available.